Event description:
The clinical trial pt presented at the emergency room in 2000 complaining of abdominal pain. The pt has had a stable type 1 distal endoleak since discharge, followed with CT's every 6 months. Implant date was in 1996. On 04/13/00, a CT showed increase in aneurysm size to 5.8 x 5.2 cm from 5.5 x 4.8cm. Almost 4 months later, more flow was noted to be extending into the thrombus, as compared to CT 4/13/00. The 04/13/00 CT report states "no evidence of retroperitoneal rupture of the aneurysm". The pt was taken to surgery and a cook endovascular device was placed in combination with a fem-fem procedure.